Event description:
My mother was a pt in research hospital in (B)(6) admitted for a urinary tract infection on (B)(6) 2014. The nursing staff dropped her in the process of using the commode. She had a right distal femur fracture extending to her pervious right knee replacement. On (B)(6) 2014, she had surgery to repair the femur fracture to include replacement of her prior knee prosthesis. Immediately after the palacos r+g radiopaque bone cement distributed by zimmer was used during the surgery, my mother went into cardiovascular shock with severe hypoxemia, hypotension, and pulseless electric activity arrest while in the operating room. After some CPR/acls performed and the surgery completed, she was transferred to ICU where she was maintained on mechanical ventilation and IV needs to maintain blood pressure. After maximum meds to try to maintain blood pressure failed, she died about 9 hours later. The cause of death on her death certificate is "bone cement implantation syndrome".